Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tsw35 was fired once and then would not fire again. A new tsw35 was opened to complete the case. There was no pt consequence.